Manufacturer narrative:
Review of the available programming and diagnostic history.

Manufacturer narrative:
Adverse event and/or product problem, corrected data: the initial manufacturer report inadvertently did not classify the event as both an adverse event and product problem. Outcomes attributed to adverse event, corrected data: the initial manufacturer report inadvertently did not include the outcomes attributed to the adverse event. Describe event or problem, corrected data: the initial manufacturer report inadvertently did not include information from the implant card.

Event description:
An implant card was received indicating that the vns patient¿s generator could not be interrogated prior to replacement. Additional information was received stating that the patient did not undergo any other surgical procedures while the patient¿s explanted generator was implanted between (B)(6) 2011 and (B)(6) 2014. The patient¿s explanted device was last tested in (B)(6) 2014 in which system diagnostic results showed normal device function. Operative notes for the patient¿s generator replacement surgery were received indicating that prior to explant, the patient¿s generator was tested and lead impedance was found to be within normal limits. The patient¿s generator incision site was opened and dissected with monopolar cautery until the generator pocket was identified. The patient¿s generator was replaced and the explanted generator was returned to the manufacturer for analysis. Further follow-up revealed that the patient¿s explanted device showed the vbat < eos message prior to replacement. Pre-operative system diagnostic results showed low output status which was due to the pulse disablement condition of the device. There were no performance or any other type of adverse conditions found with the pulse generator. An end-of-service warning message was found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The pulse generator was interrogated at multiple orientations while at a distance of one-inch (spacer block) from the programming wand. The pulse generator interrogated successfully at all orientations. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The returned generator showed an ifi condition. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
Review of the available programming and diagnostic history showed that the patient¿s device was found to be disabled upon interrogation on (B)(6) 2014. The last diagnostics were performed on (B)(6) 2014 and showed that the patient¿s device was unable to deliver the intended therapy. Review of the decoder data revealed that the vbat < eos threshold message was seen on (B)(6) 2014 and (B)(6) 2014 in which battery voltage was measured to show a non-ifi condition.

Event description:
It was reported that the vns patient¿s device showed vbat disabled message which was initially believed to be due to end of service. Follow-up revealed that the patient¿s device showed vbat < eos in addition to ifi = no. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator was returned to the manufacturer where analysis is currently underway. Attempts for additional relevant information have been unsuccessful to date.